Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the needle can't connect with the ars (syringe) tightly and there is an ars leak. The device was replaced.

Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. The photos showed a product lidstock and contents through a clear kit. The ars and introducer needle were not visible in the photos. The customer returned an opened kit containing various components including a guide wire assembly, catheter, and dilator. The ars and introducer needle were not returned. Visual examination of the returned components did not reveal any defects or anomalies. Visual inspection could not be performed on the ars or needle as they were not returned for evaluation. Functional inspection could not be performed as the ars and introducer needle were not returned for evaluation. A device history record review was performed with no relevant findings. The customer report of an ars leak could not be confirmed as the ars and introducer needle were not returned for evaluation. A device history record review was performed with no relevant findings. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the doctor found the needle can't connect with the ars (syringe) tightly and there is an ars leak. The device was replaced.